Event description:
The customer reported to olympus, during a procedure, the customer's video system center when connected to a scope, image froze and showed a bunch of different colors, the customer swapped it out and the scopes worked fine. There was no report of patient harm or injury and the procedure was completed using an alternate device.

Manufacturer narrative:
This device was returned to olympus for evaluation and the customers allegation was confirmed due to a faulty patient board. In addition to the reportable findings documented in b5, the following nonreportable findings are; minor scratches on the front panel and top cover. This investigation is still ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.